Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the impedance issue was unknown. The patient was reprogrammed to address the lack of relief issue and they noted that the impedances didn't interfere with any of the programming. The cause of the programmer being off an hour was not determined. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient never had relief. When the device was interrogated by the manufacturer representative, there was an impedance issue with the 8-15 port. All contact pairs with electrode 10 were >40000 ohms. The 0-7 port was fine with 820, 760 ohms. The patient was using electrodes 1, 2, and 3. The stimulation usage diary showed the following: 0% last 30 days: (B)(6) 2019 78% last interrogation: (B)(6) 2019 the controller date was correct but the time was off by an hour. The tablet had the correct date and time. The event was reported to have been occurring since implant ((B)(6) 2018). No further complications were reported.